Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. Upon deployment it was noted that there was a thrombus on the face of the device. The physician quickly aspirated the thrombus and removed the device from the patient. The procedure was ended with no closure device being implanted. The patient was doing fine following these events. The next day the patient experienced a cerebral vascular accident. Additional detail is unknown at this time.